Event description:
During a rotator cuff repair the tip of the needle broke off in the patient. The surgeon was repairing a cuff of 7mm in thickness. The new needle was being passed for the first time. The tissue was slightly abraded in hopes of finding the broken tip without success. The surgeon used an additional needle to complete the repair. The sales rep was present in the case and stated that the needle did not strike any bone. He also suggested the use of ac-arm to locate the missing tip. The surgeon felt trying to extract the tip from the tissue would cause more damage than leaving it.